Event description:
It was reported that the user experienced recurrent low glucose with sensor readings in the 70s and a confirmatory fingerstick in the 70s to 90s while the automated insulin delivery had suspended due to a low notification. The user initially treated with peanut butter and was counseled to use small, fast-acting carbohydrates and then switched to orange juice, with concern about ongoing insulin delivery addressed. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to overtreatment approach during hypoglycemia, with the device component not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.